Event description:
Boston scientific received information that this system was exhibiting low impedance, high thresholds and loss of capture on the right ventricular (rv) channel. A lead revision procedure was performed as insulation damage was suspected. The associated rv lead was surgically abandoned and successfully replaced during this procedure. The caller noted that during the procedure, a ventricular tachycardia (vt) episode at 380 bpm was noted with non-capture. However, the device was recording it as vp vs. A boston scientific technical services consultant discussed vt episode logging with the caller. This device remained implanted. Six years later, this device was explanted for normal battery depletion and was returned for routine testing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated it additional information is received.